Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s device ¿hasn¿t been working for four months¿; there was no further information as to why it was not working. The hcp was redirected to the patient for more information and to contact the managing physician. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.